Event description:
(B)(6) is an unlicensed individual who is administering fake botox and fillers that are imported from online overseas company and injecting into people¿s faces. She is posing as a healthcare professional. I had an appointment to have dermal fillers done and I have had nothing but complications since. I knew the product did not look like the FDA approved juvederm fillers I have had before. I checked her background and she does not hold a nursing, pa or md license. Isn't using "medications" from overseas illegal? I did not see a doctor before I was treated either and I had to before at my plastic surgeon's office. She needs to be stopped. Her business is (B)(6). It is also not a medical corporation (B)(6).